Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the device is unable to display tidal volume. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse reboot the device, check the device, the machine is unable to display tidal volume by parameter problem. The parameter is faulty. The pse debugged the parameter to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.